Event description:
Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2013, with the following findings: the test strip has passed testing. The reported issue could not be reproduced. Unrelated to the primary issue, there was an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).